Manufacturer narrative:
(B)(6). Patient country: canada

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced infusions set leakage at site event on 24-jun-2024. The infusion set was in use for one day. No further information was available.